Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir passed per inspection. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found.

Event description:
Customer was changing the set and noticed something wrong with the reservoir. Customer kept getting bubbles. The current blood glucose reading is 125 mg/dl. The leak is about the first o-ring. Customer stated that the first o-ring was misshapen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.